Event description:
During an MRI scan, an anesthetized pt received a skin burn beneath an ECG electrode when used with another co's (magnetic resonance equipment) MRI pt monitor. Specifically the model 9500. The pt's chest was hairy, and the chest was not shaved prior to electrode placement. Following the MRI scans, the electrode was removed and the skin beneath the electrode pad was reddened with a burn with a white center, which was described as being the size of a 25 cent coin. This burn was observed under the left leg elecrode site. Burn cream was applied to the site, and the pt was discharged.